Event description:
The lay/pt contacted lifescan (lfs) in feb 2006 alleging an error 4 message on her one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached by tel for further clarification. The pt experienced symptoms (sweaty and clammy) of low blood glucose and was unable to test due to the error 4 message. She visited her physician and had her blood glucose taken on the physician's meter and was treated with food and/or beverage. There is no info on what the reading was on the physician's meter. The test strips were in good condition and a customer care agent (cca) had the pt retest and the pt obtained the error 4 message. An error 4 message indicates that the pt may have a high glucose and have tested in an environment near the low end of the system's operating temperature range, there may have been a problem with the test strips and the sample was improperly applied. Cca sent the pt a replacement meter. The complaint is being reported since the pt was unable to obtain a reading and a medical professional treated the pt.